Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels highest (309 mg/dl) the customer would bolus via the pump to stabilize bg level. Reportedly, the health care provider recommended the customer change bolus rate from 1.50 to 1.70. The customer was instructed by tandem technical support on how to update the bolus rate settings.